Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire became stuck inside the lead and could not be advanced or removed. The lead was removed and replaced. No patient complications have been reported as a result of this event.